Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due crimped haptic. Another lens of same model number was implanted successfully and sutures were used to closed the wound. Additional information has been requested, but has not been received. Reference MDR# 1119279-2014-00193 for the delivery device used during the procedure.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.